Event description:
It was reported that this right atrial lead was explanted. The reason was not provided. Another ra lead was successfully implanted. No additional adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.

Manufacturer narrative:
The proximal segment of the lead was returned to our post market quality assurance laboratory. An x-ray of the electrode confirmed the inner conductor coil was fractured near the terminal pin, indicative of helix extension/retraction difficulty. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right atrial lead was explanted. The reason was not provided. Another ra lead was successfully implanted. No additional adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available. The proximal segment of the lead was returned to our post market quality assurance laboratory. An x-ray of the electrode confirmed the inner conductor coil was fractured near the terminal pin, indicative of helix extension/retraction difficulty. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.